Manufacturer narrative:
The field service engineer determined there was a mechanical failure of the syringe valve. The valve was replaced. The customer ran ise calibration and controls; all results met specifications. The last calibration performed on (B)(6) 2020 was ok. Quality controls were within range, showing no indication of a reagent performance issue. The sample centrifugation speed was too short and the speed was too high. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they have been having ongoing issues with patient result recovery on their cobas 8000 ise module. The field service engineer was at the customer site one week prior to (B)(6) 2020 in order to address the issue, but the issue has now returned. The reporter stated they received a discrepant result for one patient sample tested with ise indirect na for gen.2. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 131 mmol/l and this repeated as 139 mmol/l. The repeat result was believed to be correct. The na electrode lot number and expiration date were requested, but not provided.